Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed it passed. A charge of the unit was attempted and it failed to charge. Functional testing was attempted but could not be performed because the receiver would not boot up; therefore the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found a defective u5 component, low resistance. The reported event of an overheating or shocking device was confirmed. The root cause was determined to be defective u5 component.